Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose was 31 mg/dl. The customer was experiencing low blood glucose for one time event. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that the drive support cap appeared normal or slightly indented. The customer does not allege that the insulin pump was over delivering. The customer reported that the insulin pump was worn during a medical procedure/test around an MRI. The insulin pump will not be returned for analysis.